Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 31-jul-2020. The most recent information was received on 19-apr-2021. This spontaneous case was reported by a consumer and describes the occurrence of menstrual disorder ('menstrual disorder'), arthralgia ('joint pain') and pulpitis dental ('pulpitis dental') in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), 11 months 7 days after insertion of essure. On (B)(6) 2013, the patient experienced arthralgia (seriousness criterion medically significant), fatigue ("chronic fatigue") and inflammation ("chronic inflammation"). On an unknown date, the patient experienced asthenia ("asthenia"), diarrhoea ("diarrhoea"), presyncope ("recurrent vagal episodes"), gastrointestinal disorder ("gastrointestinal disorders"), pulpitis dental (seriousness criterion medically significant) and rheumatoid arthritis ("autoimmune disease (chronic inflammatory rheumatism)") and was found to have uterine leiomyoma ("uterine fibroma"). The patient was treated with surgery (partial hysterectomy). Essure was removed. At the time of the report, the arthralgia, fatigue, inflammation, asthenia, diarrhoea, uterine leiomyoma, presyncope, gastrointestinal disorder and pulpitis dental outcome was unknown and the rheumatoid arthritis had not resolved. The reporter provided no causality assessment for gastrointestinal disorder, menstrual disorder, presyncope, pulpitis dental, rheumatoid arthritis and uterine leiomyoma with essure. The reporter considered arthralgia, asthenia, diarrhoea, fatigue and inflammation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-apr-2021: case (B)(4) (MFR number 2951250-2021-00517) was identified as a duplicate by regulatory authority, from this current case. All information was transferred to this remaining case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 31-jul-2020. The most recent information was received on 08-nov-2021. This spontaneous case was reported by a consumer and describes the occurrence of menstrual disorder ('menstrual disorder'), arthralgia ('joint pain') and pulpitis dental ('pulpitis dental') in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required), 11 months 7 days after insertion of essure. On (B)(6) 2013, the patient experienced arthralgia (seriousness criterion medically significant), fatigue ("chronic fatigue") and inflammation ("chronic inflammation"). On an unknown date, the patient experienced asthenia ("asthenia"), diarrhoea ("diarrhoea"), presyncope ("recurrent vagal episodes"), gastrointestinal disorder ("gastrointestinal disorders"), pulpitis dental (seriousness criterion medically significant) and rheumatoid arthritis ("autoimmune disease (chronic inflammatory rheumatism)") and was found to have uterine leiomyoma ("uterine fibroma"). The patient was treated with surgery (partial hysterectomy). Essure was removed. At the time of the report, the arthralgia, fatigue, inflammation, asthenia, diarrhoea, uterine leiomyoma, presyncope, gastrointestinal disorder and pulpitis dental outcome was unknown and the rheumatoid arthritis had not resolved. The reporter provided no causality assessment for gastrointestinal disorder, menstrual disorder, presyncope, pulpitis dental, rheumatoid arthritis and uterine leiomyoma with essure. The reporter considered arthralgia, asthenia, diarrhoea, fatigue and inflammation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2021: update to quality safety evaluation. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 31-jul-2020. The most recent information was received on 10-aug-2020. This spontaneous case was reported by a consumer and describes the occurrence of arthralgia ('joint pain') in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2013, the patient experienced arthralgia (seriousness criterion medically significant), fatigue ("chronic fatigue") and inflammation ("chronic inflammation"), 4 years 7 months after insertion of essure. On an unknown date, the patient experienced asthenia ("asthenia") and diarrhoea ("diarrhoea"). Essure treatment was not changed. At the time of the report, the arthralgia, fatigue, inflammation, asthenia and diarrhoea outcome was unknown. The reporter considered arthralgia, asthenia, diarrhoea, fatigue and inflammation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 31-jul-2020. This spontaneous case was reported by a consumer and describes the occurrence of arthralgia ('joint pain') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2013, the patient experienced arthralgia (seriousness criterion medically significant), fatigue ("chronic fatigue") and inflammation ("chronic inflammation"), 4 years 7 months after insertion of essure. On an unknown date, the patient experienced asthenia ("asthenia") and diarrhoea ("diarrhoea"). At the time of the report, the arthralgia, fatigue, inflammation, asthenia and diarrhoea outcome was unknown. The reporter considered arthralgia, asthenia, diarrhoea, fatigue and inflammation to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.